Event description:
The pt had a cordis cypher stent - 3.0 x 13 - placed in the proximal rca. They presented 5 days later with an acute inferior mi and was found to have a thrombotic occlusion of the stent requiring ptca and re-stenting with a bare stent.